Manufacturer narrative:
Upon completion of the investigation it was noted that the tests data collected confirmed the defect observed by the customer: hardware failure [4]. The analysis of the data extracted from the pump indicated that the failure was due to a component failure of the mmc flash memory. A review of the device history records revealed that relative to the device there were two non-conformances noted during the manufacturing of the device, however they were not relevant to the complaint. This appears to be an isolated event. This is the first complaint for this type of problem received. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. (B)(4).

Event description:
Medwatch reported that a medium-low shunt placed in (B)(6) of 2012. Device found to be defective during routine inspection or maintenance. Defect or failure created an unsafe condition. Cracked/malfunctioning codman medium -low pressure valve removed approximately as month after its implant date. Additional information reported from the rep explained that when she was notified in mid late (B)(6) she generated the notification to complaints, however technical issues with her computer prevented the email from being sent, in which she was not aware of. Rep also explained the surgeon said the problem could have occurred in surgery, he was uncertain. He explanted the valve fixed pressure inline valve and the baby is doing well with no adverse effects.

Manufacturer narrative:
A second follow up report is being filed as a result of an administrative error recently discovered filed in the follow up. It appears an inadvertent error resulted in an incorrect filing the investigation results that was meant for complaint (B)(4), and not meant for (B)(4). Upon completion of the investigation, it was noted that the customer has requested that a non destructive evaluation be performed for the returned device. During the non destructive testing of the device, it was found that the device failed the pressure test. All other tests passed. It was not possible to determine the root cause as the device could not be dismantled. It might be possible that biological debris could have been the root cause; however, this could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.